Manufacturer narrative:
Device evaluation of battery has been completed by supplier. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The supplier manually charged the battery and was able to power on the batter pack. The battery was removed from service due to cycle count and the max error was over the specified limit. The root cause was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.